Event description:
It was reported that customer had high blood glucose. The blood glucose reading at time of call was 130mg/dl. Troubleshooting was performed. The mother stated that the customer experience nausea and vomiting. The time, date, basal rates, and bolus wizard were correct. The drive support cap appears normal. The caller stated that sometimes the device does not deliver the insulin, and she strongly believes that the device is malfunctioning. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test, and the device was unable to prime during the prime test as a result of a loose drive support disk. Further testing could not be performed due to the prime anomaly. The device had missing end cap sticker.